Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown/ asked but not available. Section d4: model number: unknown/not provided. Section d4: catalog number: a complete number is unknown, as product serial number was not provided. Section d4: serial number: unknown/ not provided. Section d4: expiration date: unknown, as product serial number was not provided. Section d4: UDI number: unknown, as product serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section e1: telephone number: (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an unidentified monofocal intraocular lens was noted during surgery and found to be fractured. No additional information is available at this time.